Event description:
It was reported that the patient with this implantable cardioverter defibrillator had a cardiac arrest. The field representative was contacted to interrogate the device; no stored episodes were found. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data found that the device had issued a code 1003, indicative of battery voltage too low for remaining capacity. A boston scientific technical services consultant discussed that, although therapy availability was not impacted, the device should be explanted. Prior to explant, the patient expired. The device was not alleged to have caused or contributed to the patient's passing.